Event description:
User experiencing imprecision for troponin t when comparing heparin to serum samples. The following examples were provided. On (B)(6) 2007, sample 1, heparin result 0.47 ng/ml, the serum sample repeated twice gave results of <0.01 ng/ml each time. On (B)(6) 2007, sample 2, heparin sample result 0.033 ng/ml, the serum sample gave result of 0.041 ng/ml. On (B)(6) 2007, sample 3, heparin sample result 0.077 ng/ml, serum sample result <0.01 ng/ml. Sample 4, heparin sample result 0.029 ng/ml, serum sample result, tested twice, gave results of 0.037 and 0.029 ng/ml. On (B)(6) 2007, sample 5, heparin sample result 0.027 ng/ml, serum sample result 0.017 ng/ml. If additional information s received, appropriate notification will be provided.